Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 2 patient samples tested for either elecsys t4 assay (t4) or elecsys anti-tpo on a cobas e 411 immunoassay analyzer. Patient 1 initial anti-tpo result was 63.93 iu/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated twice with results of 205.8 iu/ml with a data flag and 26.29 iu/ml. On (B)(6) 2018 the customer recalibrated anti-tpo and the repeat result was 8.99 iu/ml. The result of 26.29 iu/ml was believed to be correct. On (B)(6) 2018 patient 2 initial t4 result was 190.2 nmol/l with a data flag. This result was reported outside of the laboratory. The repeat result was 258.7 nmol/l with a data flag. There was no allegation that an adverse event occurred. The t4 reagent lot number was 28706902 with an expiration date of 31-mar-2019. The anti-tpo reagent lot number was 31337101. The expiration date was not provided. The customer is not calibrating anti-tpo on a daily basis. The customer stated qc results were good for both assays prior to running the patient samples. For the t4 assay, large variations were observed in the qc results provided. For the anti-tpo assay, qc precision/accuracy issues were noticed. The customer used a clotting time of 10-15 minutes which is too short for the type of sample tube being used. The alarm trace from (B)(6) 2018 recommended liquid flow cleaning (lfc) but the customer did not do this. On (B)(6) 2018 a sample pipetting error occurred. The field service engineer (fse) visited the customer site. The system water was not clean and was replaced by a new source. The syringe pumps were full of dirt. The internal reservoir was cleaned and the sipper line was decontaminated. The fse completed lfc, replaced tubes and seals. Anti-tpo calibration results were good afterwards. The customer tested anti-tpo and t4 again and the results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.